Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading high. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 115-120mg/dl fasting. Verified the strips expire 04/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 182mg/dl and 170mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:with 278mg/dl 7/3/15 9:59am adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of blood results reading high. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 115-120mg/dl fasting. Verified the strips expire on 04/24/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 182mg/dl and 170mg/dl fasting. Reviewed meter memory: 278mg/dl (B)(6) 2015 09:59:00 am fasting: yes; 252mg/dl (B)(6) 2015 07:42:00 am fasting: yes; 177mg/dl (B)(6) 2015 06:11:00 am fasting: yes; 231mg/dl (B)(6) 2015 12:44:00 pm fasting: yes; 213mg/dl (B)(6) 2015 12:34:00 pm fasting: yes. Customers concern: 278mg/dl (B)(6) 2015 9:59am. Adverse event not reported